Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose (bg) level was 557 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance.